Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have teflon pad damage. The teflon pad was torn at the distal end of the pad. A piece measuring approximately 0.1210" x 0.0705" was found little piece broken off, confirming that a fragment got detached from the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was observed to have a broken blade head. The procedure was completed with no reported injury.